Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Although requested by tandem technical support, the customer declined to perform troubleshooting for the occlusion. Reportedly, the customer cleared the alarm. Additionally, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer was able to clear the alarm, and resume insulin therapy using the existing cartridge. Customer¿s blood glucose level was not impacted.